Event description:
The customer alleged that the ventilator was in an alarm condition and the audible alarm did not work. The customer service engineer inspected the device and replaced the entire alarm assembly. The unit passed extended self testing.